Event description:
It was reported that during setup, there was a handpiece homing failure, at the homing stage, the bur would not extend past the guard to reach the homing point on the probe. The clamshell was opened and re-centered the gears and made sure long attachment and bur was properly seated. It attempted again and still the bur would not extend during homing. The long attachment was changed with the same results. At this point, the handpiece was replaced. The device was not being used with a patient during the event. Results of the investigation have concluded that the snaplock assembly was damaged, which makes it a reportable event. Results of the investigation have concluded that the snaplock assembly was damaged, which makes it a reportable event.

Manufacturer narrative:
H10 h3, h6: the navio handpiece, intended for use in treatment, had homing failure prior to a procedure on (B)(6) 2015. The navio handpiece was not returned for further evaluation and a visual/functional inspection could not be performed. During an internal analysis, the problem was determined to be caused by the material used to manufacture one of the snap lock components. The material used by one of the suppliers is displaying properties after autoclave sterilization that may cause the snap lock assembly to become tight. This handpiece had a snap lock from one of the affected lots. The root cause of this issue was found to be supplier/raw material fault. A device history record review found the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports.